Manufacturer narrative:
See d4 expiration date, h4, h6, h10 and h11 complaint has been evaluated and is similar to report number 1644408-2024-00507; 940-00-020, s807 - pain, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available

Event description:
Revision surgery - due to the patient presented with pain/irritation in the buttock area. After a CT showed the screw used in the cup was protruding outside the acetabulum, it was determined this might be the cause of the irritation. It was decided to move forward with revision to remove the screw and replace the liner and head.